Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned product was inspected, and found to be fractured at the tip and the base of the handle. Sem results noted that the fracture surface artifacts were consistent with an overload fracture on both regions. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported that during a procedure, a surgeon had found that the device was fractured before use. It is unclear if it was already broken in the packaging. The surgeon was able to complete procedure in a timely manner with another device. No adverse events to the patient. Attempts have been made and no further information has been provided.